Event description:
During the low anterior resection, the doctor was not able to remove the instrument smoothly. The surgeon performed leak test and put some overstitches to close the tissue. Staple formation was good.